Manufacturer narrative:
Concomitant products: product ID 37761, serial # (B)(4), product type recharger; product ID 37752, serial # (B)(4), product type recharger; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 377745, lot # v014856, implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37761, serial # (B)(4), product type recharger. Analysis of the desktop charger (serial # (B)(4)) found that the device had a broken connector pin. (B)(4). Implantable neurostimulator. (B)(4).

Event description:
The consumer reported a broken connector pin. The patient stated they needed to recharge and were in pain as a result. A replacement was sent. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.